Manufacturer narrative:
This report is being submitted to relay additional information. The following sections have been updated: reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 0100296112, femoral stem, lot # 2696369, item # 00877503602, femoral head, lot # 2703351, item # 00784802200, neck, lot # 62369848, item # 00877501136, ceramic liner, lot # 2587132. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03532, 0001822565-2018-03529.

Event description:
It was reported that a patient had a primary surgery approximately 5 years ago. During the clinical study 2 year follow up, blood test results indicated high titanium levels. No additional complications or pain were reported. The patient also has an unknown right hip prosthesis. Attempt have been made, and no further information has been provided.